Event description:
After pre-dilatation with a 2.5mm ptca balloon, a 3.5mm diameter x 18mm length medtronic ave s670 over the wire stent delivery system was inserted into the left anterior descending artery. It was not possible to cross the target lesion, therefore, the stent and delivery system were pulled back from the coronary artery. Upon removal of the stent delivery system from the pt, the stent was noted to be missing from the stent delivery balloon. The physician was unsure at what point the stent dislodged from the stent delivery system. The stent dislodged in the iliac artery. There were no attempts to retrieve the undeployed stent. The target lesion was then treated with another MFR's stent. The physician did not follow the instructions for use when the lesion was not pre-dilated 1:1. There were no additional clinical sequelae reported relative to the event and there is no further info available from the user facility.